Event description:
It was reported that the remote monitoring website's active transmissions list for some patients is showing previously viewed transmissions (tx) "stacked" on top of each other and some are showing the most recent tx, even though they have had several. Clinician also noted that there was a missed red alert notification for a patient who had right ventricular (rv) pacing lead and left ventricular (lv) pacing lead impedance 'out of range' turned 'on' as red alerts. The clinic's remote website alert notification set up was verified, the patient home monitor is 'yes', red alert buttons are selected, and enable tone/monitor are both 'on'. It was noted that when the patient's automatic tx was received three days after the alert event, tx report indicated "no events". The patient said they have been near the monitor since these alerts occurred, but no red alert was received into the remote website. Technical support (ts) opened a service ticket escalating the issue to product support (ps) who discovered the clinic relies on "auto-dismissal" of their viewed txs. Ps explained that when a patient has a device change-out, the last tx from the old device must be manually dismissed from the clinic's active transmissions list or it will continue to be "nested" under the txs from the new device. Remote website investigation is in progress. Ts suggested to bring patient in clinic. Additional information was obtained from the clinician that the rv and lv impedance were more than (B)(4) and was determined to be an anomaly. The patient's device was interrogated and all impedance was functioning within expected ranges. There was no allegation against the leads and they are still in use. The patient is fine and there was no intervention taken. The remote website, rv, and lv pacing leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 419688, implantable pacing lead, implanted: 2011-07-06; product ID: 5076, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).